Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluation was unable to found substantial evidence to support the reported endoleak type ii. Details of the endoleak type ii can be found in report number 2031527-2017-00348. Additional finding of an endoleak type ia and placement of a non-endologix cuff was seen at 2 months post implant. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the proximal loss of seal was related to reported cautionary use conditions: angulation and calcifications in the proximal neck. Due to the lack of information, we were unable to determine user or procedure related issues, or any associated off label product use conditions. The final patient disposition was being monitored with no additional negative patient sequelae reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, so no device evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The patient was initially implanted with a bifurcated stent graft and infrarenal aortic extension. During a clinical evaluation for a reported endoleak type ii, there was evidence of a potential type ia endoleak of the infrarenal aortic extension. At this time, no additional patient sequelae was reported.